Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 4.00x16mm promus element plus drug-eluting stent was advanced to treat the lesion. However, the stent got dislodged inside the guide catheter. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable.